Manufacturer narrative:
An event of material twisted/bent and material deformation was reported. It was reported that navitor vision was implanted utilizing a large flexnav on a patient with tortuous anatomy, which resulted in twisted wire and reportedly the system was bent. Field thought the valve was compromised and a replacement valve was used to deliver with no reported issue. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on available information, the reported event was due to patient's torturous anatomy. The reported bent is consistent with damage during use. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision was used for implantation, utilizing a large flexnav on a patient with tortuous anatomy. However, while inserting through delivery system into the femoral artery, it was observed that wire was twisted and the system was bending. The valve in capsule looked damaged. There was a concern that the valve was compromised. Therefore, a new valve was loaded. The valve was deployed and the procedure was completed. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be stable. There were no adverse patient effects and no clinically significant delay in the procedure.